Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with headaches and bodyaches. Blood cultures were taken and were positive for methicillin-sensitive staphylococcus aureus (mssa). The source of the infection was thought to be related to the driveline but no drainage was noted throughout the admission. The infection was treated with cefazolin. The patient was discharged home on (B)(6) 2023 with chronic cefadroxil with symptoms resolved and negative blood cultures.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.